Event description:
Device 2 of 4. Reference manufacturer reports: 1627487-2011-01483, 1627487-2011-01485 and 1627487-2011-01486. The patient received his scs system, including an ipg, three percutaneous leads (from two separate lots), and an extension, on (B)(6) 2008. It was reported that the patient lost stimulation. Diagnostic tests exhibited invalid impedance measurements on all lead contacts. An x-ray showed a lead fracture. It was also reported that the patient had lost a great deal of weight, and he complained of extreme pain over the ipg site. The system was explanted and replaced with a different model ipg and two leads on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue. The product was replaced and approved for use. The DHR anomaly is not related to the alleged device complaint. Visual analysis of the lead noted the lead was incomplete with no other visible anomalies. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.